Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was outside clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating that unable to turn the power on. Review of log file showed that malfunctioning frontal ip-pc. Fse found ip pc was not powered on and actual cause of the issue was with the ip pc and fuse f2 in m-cabinet. Fse replaced ip pc and fuse f2 in m-cabinet. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device would not boot up. No harm was reported. A philips field service engineer (fse) inspected the system onsite and identified an issue with the ip-pc (image processing pc). Fse proceeded to replace the pc and the system was returned to use in good working order.